Event description:
A customer from the (B)(6) contacted customer service and alleged that one of his children ate a colored lancet because it looked like candy. The customer did not allege any serious injury, but he was very upset and ended the call.

Manufacturer narrative:
Lancets are not 510k cleared. In some countries outside the u.s., customer information is not provided due to privacy laws. No product information was available, so it's not possible to determine the manufacture date.